Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant/ device breakage/ a piece broke off") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), device expulsion ("expulsion of essure device"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and urinary incontinence ("urinary incontinence"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In september 2016, the patient experienced pain in extremity ("pain in left lower leg/ tip of toes pain") and back pain ("back pain"). On an unknown date, the patient experienced rash ("skin rash"), pelvic pain ("pain"), paraesthesia ("tingling"), pain ("throbbing"), arthralgia ("hip pain"), pollakiuria ("frequent incontinence") and musculoskeletal stiffness ("stiff lower back"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, rash, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, weight increased, device expulsion, bladder disorder, urinary tract disorder, urinary incontinence, back pain, paraesthesia, pain, arthralgia and musculoskeletal stiffness outcome was unknown and the pain in extremity and pollakiuria had resolved. The reporter considered arthralgia, back pain, bladder disorder, device breakage, device expulsion, dysmenorrhoea, headache, menorrhagia, migraine, musculoskeletal stiffness, pain, pain in extremity, paraesthesia, pelvic pain, pollakiuria, rash, urinary incontinence, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: reporters added and updated patient demographics. Concomitant disease, laboratory data and concomitant drugs were added. Added suspect drug inaction. Added events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), expulsion of essure device ,weight gain, pain in left lower leg, back pain, throbbing, tingling, hip pain and frequent urination. Updated events and onset dates. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), rash ("skin rash") and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, rash and pelvic pain outcome was unknown. The reporter considered device breakage, pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.